Event description:
During the end of the procedure the or table began to move on its own, even after being unplugged from the power source. The table self-adjusted from reverse-trendelenberg to trendelenberg without any operator involvement and continuously cycled for several minutes. This is the second table at our facility to experience such incidence with this specific model #(3085). If either of these events had occurred intra-operatively instead of pre-procedure or post-procedure, the patients could have suffered severe injury or death.we have recommended to steris the following:1. Clearly label the override switch or circuit breaker with a bright label so users can easily see where to shut off the functions of the table.2. Audit all steris tables nationwide for any related failures or malfuctions with similar outcomes. This malfunction has serious patient harm potential.======================manufacturer response for operating table, steris (per site reporter).======================steris corporation sent a representative out to our facility for a thorough diagnostic review. The steris rep met with the director of perioperative services, the director of risk management & the manager of biomedical services to discuss the findings & troubleshoot what may have happened. Suggestions for improvement were made which include: steris to install a kill switch to completely stop all functions of the or table, steris to provide education on manual override for all or staff, biomed for our facility to secure the power cords to the table so they cannot be removed, steris to issue flags or bright labels to identify the emergency shut off switch.